Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. In addition, the customer alleged the pump did not perform as intended. Review of the pump logs by tandem technical support verified the pump performed as intended, however, the customer maintained that the pump did not function as intended. Customer¿s blood glucose level was 330 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.